Event description:
It was reported via legal documentation that approximately 176 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, metallosis and osteolysis. Post operative diagnosis noted wear of the implant and the acetabular components becoming loose. It was noted the patient was revised to a competitors construct on the acetabular side and an exactech femoral head replacement at the patient's femoral side. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6), 132-28-26 acumatch gxl 15deg liner 28mm sz f, (B)(6), - 120-01-50 - acumatch cluster cup porous coated 50mm, (B)(6), - 120-65-35 - bone screw 6.5mm dia x 35mm long, (B)(6), - 160-20-13 - pf splined plasma sz 13, (B)(6), - 142-28-93 - cocr fem head 28mm -3.5 offset 12/14. H10: multiple MDR reports were filed for this event, please see associated report: 1038671-2023-01695. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.